Event description:
It was reported that the pump was filled on (B)(6) 2013. The next day, the patient was starting to have withdrawal symptoms. The patient was in the ER (emergency room) over the weekend. The pump was delivering gablofen; the old concentration was 1000 mcg/ml, the new concentration was 2000 mcg/ml. Additional information was received and it was reported that the cause of the event was a change in the drug concentration. It was noted that they should not have increased the concentration. A catheter dye study was done (B)(6) 2013 and there were no problems. On (B)(6) 2013, the patient was put back on a 1000 mcg/ml dose and the patient was ¿good¿. The patient had itching and restlessness related to the event. The patient was hospitalized for observation. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that there was a time when the patient had a wrong concentration put into the pump. The patient's pump had been implanted to treat intractable spasticity and multiple sclerosis (ms). The wrong drug threw the patient in a withdrawal type thing, because, the rate it was being infused was too much. The patient's body could not handle it. The symptoms started within the hour after changing the medication. The patient went to the emergency room where the drug was changed back. The patient noted it was horrible. The patient didn't do well with a lot of medications. The patient also reported taking oral steroids (to help with ms), baclofen, and zafaflux. It was unclear if all of these medications were taken during the course of the event. It was noted that the patient was very sensitive to prescription medications. The patient's daily dose of gablofen had been 226.1 mcg/day.